Event description:
The company was notified of a pt death following the rupture of an implanted pericardial patch. A bovine transannular patch had been implanted during corrective surgery in 2004, at the site of the right ventricular outflow tract which had been impaired as part of the pt's tetralogy of fallot condition.

Manufacturer narrative:
Identity of the device MFR cannot be confirmed. Report source unable to provide info that would allow identification of device manufacturer, serial number, or expiration date. No further info regarding this pt or product was received.